Event description:
It was reported that an implantable neurostimulator (ins) over discharge was suspected. The patient didn¿t bring their recharger with them when meeting with the manufacturer¿s representative (rep) so they would be scheduling a time for a physician mode recharge (pmr) in the future. The patient had an appointment with their physician on june 23rd to help resolve the over discharged battery and a rep. Would also be present at that appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).